Manufacturer narrative:
No device was returned as no product fault was alleged and no radiographs could be provided confirming the alleged vertebral fracture. Information could not be obtained regarding the patients bone quality or their post op activity levels. No root cause can be determined though the patient has a history of vertebral fractures and falls which suggest patient related factors as the probable cause. No additional investigation can be completed. Label review: " contraindications contraindications include, but are not limited to: patients with inadequate bone stock or quality." "Potential adverse events and complications - potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra." " warnings, cautions and precautions - the safety and effectiveness of this device has not been established for use as part of a growing rod construct. This device is only intended to be used when definitive fusion is being performed at all instrumented levels." " patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
On (B)(6) 2022 it was reported that a patient with a pre existing t6 to iliac nuvasive construct underwent a revision procedure as a consequence of a vertebral fracture that occurred at the t6 level. During the revision the t6 screw was removed and the construct was extended to t2. There was no accusation of product fault and the patient is reported to be doing well post revision.